Event description:
It was reported that: the central venous catheter's medial port had detached from the line, leaving the line exposed. The cvc was removed without complications to prevent the risk of infection. The catheter had been inserted for 8 days when the issue occurred. There was no reported patient harm from the incident and they were reported as fine.

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a separated extension line was confirmed through examination of the customer photo. The image shows a separation in a catheter extension line; the separated portion is not visible. No conclusions about the cause of the damage can be confirmed based on the photo alone. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). UDI related data quality updates only. Section d.4.-(UDI)# corrected to (B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a separated extension line was confirmed through examination of the customer photo. The image shows a separation in a catheter extension line; the separated portion is not visible. No conclusions about the cause of the damage can be confirmed based on the photo alone. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the central venous catheter's medial port had detached from the line, leaving the line exposed. The cvc was removed without complications to prevent the risk of infection. The catheter had been inserted for 8 days when the issue occurred. There was no reported patient harm from the incident and they were reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the central venous catheter's medial port had detached from the line, leaving the line exposed. The cvc was removed without complications to prevent the risk of infection. The catheter had been inserted for 8 days when the issue occurred. There was no reported patient harm from the incident and they were reported as fine.